Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that moderate aortic regurgitation occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin at the time of index procedure. A lotus introducer sheath was placed and then the aortic valve was treated with deployment of a 25 mm lotus valve. Successful repositioning of the 25 mm lotus valve involved complete resheathing of the 25mm lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Two days later the subject was discharged. Post procedure summary: in (B)(6) 2019, 1469 days post index procedure, the subject presented to the protocol scheduled 4th-year follow-up visit. On the same day, transthoracic echocardiogram (tte) assessment revealed aortic valve area of 1.3 cm^2, mean aortic pressure gradient of 6 mm hg, left ventricular ejection fraction of 33% and moderate aortic regurgitation was noted. No adverse event associated with the event was reported.

Event description:
Respond lotus valve study. It was reported that moderate aortic regurgitation occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin at the time of index procedure. A lotus introducer sheath was placed and then the aortic valve was treated with deployment of a 25 mm lotus valve. Successful repositioning of the 25 mm lotus valve involved complete resheathing of the 25mm lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Two days later the subject was discharged. Post procedure summary: in (B)(6) 2019, 1469 days post index procedure, the subject presented to the protocol scheduled 4th-year follow-up visit. On the same day, transthoracic echocardiogram(tte) assessment revealed aortic valve area of 1.3 cm^2, mean aortic pressure gradient of 6 mm hg, left ventricular ejection fraction of 33% and moderate aortic regurgitation was noted. No adverse event associated with the event was reported. It was further reported that the noted aortic regurgitation was mild and the event has been withdrawn.

Manufacturer narrative:
Patient identifier: (B)(6). Describe event or problem: updated it was further reported that the noted aortic regurgitation was mild and the event has been withdrawn.